Event description:
The pt is a 41 year old white female who had initial breast augmentation in december of 1985 using the implants. The last two years, she has noted burning and tingling sensation in the right breast with associated pain and neck and shoulder discomfort. On physical examination, she has class IV capsular contractures in both breast implants. Because of pain and rupture, it is medically necessary to have bilateral breast implants removal and total capsulectomy.